Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 600 mg/dl). The pump supplies were changed and insulin injections were administered to address the bg level. The cause of the high bg was not known; however, the customer reported that the high bg levels appear to being when there are approximately 20 units left in the cartridge. The customer uses humalog in the cartridge and uses it for 3-4 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer acknowledged the information.